Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, two fast fix failed the same way. After t1 of the fast fix deployed, the t2 deployed through the meniscus prematurely. The ts were removed with tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found two fast fix 360s were returned without suture or implants on the needle. One cut length of suture was returned. For both devices, the actuator was in the post t1/pre t2 position. The first device had the depth guide adjusted forward. A functional evaluation found the actuator cycled as intended. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and root cause could not be determined because the state of the returned device prevented complete evaluation of the reported event. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.